Manufacturer narrative:
The delivery system was returned for evaluation, because the of the nature of the failure(endoleak), the conclusion of sample evaluation is inconclusive. The implant remain implanted in the patient and was not returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the implanted with an ovation ix; the physician did a final run at that pointed there were evidence of a type ia endoleak. The physician elected to conclude the procedure with an unresolved type ia endoleak. The patient condition post procedure, was reported as good. The patient will continue to be monitored.